Event description:
It was reported that the patient experienced infusion set cannula fell off due event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: spainname: medtronic minimedstreet: 18000 devonshire streetcity: northridgestate: cazip code:91325country: USA.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545manufacturing site: 8021545.